Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser stopped firing before surgery. An alternate footswitch was used to solve the issue.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The footswitch was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on august 6, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The footswitch was received for evaluation. A visual assessment of the returned sample, showed no obvious non-conformities. The footswitch was connected to a calibrated system and during laser firing the reported event was replicated and system message (sm) when hovering the footswitch center pedal midway between firing and not firing (known as feathering technique). The footswitch center pedal was disassembled and confirmed to be omron switch. Omron switches are highly susceptible to having longer actuation time when the feathering technique is performed, resulting issues. Thus, root cause of the reported event can be attributed to ¿internal- material component variation¿ in the footswitch assembly. The root cause of the reported event can be attributed to a component. An internal investigation has been opened for this issue. (B)(4).